Event description:
Literature: umemura a, oka y, okita k, matsukawa n, yamada k. Subthalamic nucleus stimulation for parkinson disease with severe medication-induced hallucinations or delusions. J neurosurg. 2011; 114(6): 1701-1705. Doi: 10.3171/2011.2.jns101261. Summary: the authors retrospectively reviewed the clinical course of 10 pts between (B)(6) 2003 and (B)(6) 2008 who suffered from severe medication-induced hallucinations or delusions and underwent bilateral subthalamic nucleus deep brain stimulation (stn dbs). In 8 pts, psychotic symptoms completely disappeared with significant reduction of dopaminergic medication. Reportable event: the authors report on a (B)(6) female (pt 6) with a 20-yr history of parkinson's disease (pd) who developed motor fluctuation and severe dyskinesia and was referred for surgical treatment. She had visual and auditory hallucinations and had the delusion that someone was setting fire to her. Her delusion was particularly prominent when she showed severe levodopa induced dyskinesia. She underwent bilateral subthalamic nucleus deep brain stimulation (stn dbs). Shortly after, stimulation was started and antiparkinsonian medication was reduced. Stimulation significantly improved her motor symptoms. She showed delusional speech and abnormal behavior again several days after surgery. She was administered quetiapine and her antiparkinsonian medication was stopped. However, she had to be placed in isolation in the psychiatric ward due to deteriorating psychotic symptoms. The symptoms gradually improved with add'l administration of olanzapine in 2 months with dbs turned on, and she returned home 3 months after surgery. Her motor symptoms have been well controlled without antiparkinsonian medication for 19 months, with no relapse of psychotic symptoms. See literature article attached to MFR report#: 3007566237201107453.

Manufacturer narrative:
(B)(4) - psychotic, delusional speech.